Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in finland (returned to rrc on 2021-07-02). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective generator board. Thus, this event/incident was attributed to component failure. Furthermore, the docking connector on the motherboard was found to be damaged. Based on the information provided, it seems that the electrical functionality is impaired. The cause of this mechanical damage could not be determined, but it can most likely be attributed to an external impact. If the device is correctly closed, this kind of external impact can be ruled out. Therefore, it is assumed that the reported damage was caused by an improper third-party manipulation. However, there is no causal link to error e433. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf generator issued error message e433. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.